Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the physician/author stated that none of the observed deaths or adverse events were caused or contributed to by medtronic product. No devices were available for return. No serial numbers were provided.

Manufacturer narrative:
Title: antimineralization treatment and patient-prosthesis mismatch are major determinants of the onset and incidence of structural valve degeneration in bioprosthetic heart valves citation: j thorac cardiovasc surg. 2014 apr;147(4):1219-24. Authors: willem flameng, md, phd, filip rega, md, phd, moniquevercalsteren, rn, paul herijgers, md, phd, and bart meuris, md, phd date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding a study performed to evaluate the onset and incidence of valve degeneration in aortic bioprostheses through echocardiographic follow-up. The study population included 648 patients (predominantly male; mean age 73.8 +/- 4.9 years), 148 of which were implanted with medtronic mosaic (serial numbers not provided) and 64 of which were implanted with medtronic freestyle valve (serial numbers not provided). Among all patients 37 in-hospital deaths and 26.3% mortality at 10 years occurred; none of the deaths were attributed to medtronic products. During the follow-up period (mean 7.5 years +/- 3.2 years), these adverse events were observed: 20 acute bacterial endocarditis (who were excluded from further analysis), 4.2% thromboembolic and/or major anticoagulation-related bleeding, and 5.6% re-operations. Echocardiographic follow-up also noted: 44 stenosis, 29 regurgitation, and an unknown number of increased gradients associated with stenosis and/or regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.